Event description:
Caller reported a malfunction on the pump, which did not occur after any notable events. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not recur. Customer was advised to continue using the pump and to contact support again if the issue reappeared, which they acknowledged and understood.